Event description:
It was reported that the procedure was to treat a lesion located in the mid left anterior descending coronary artery that was heavily calcified. The trek rx met resistance during advancement and did not cross the heavily calcified lesion. Resistance was met with the lesion during removal. A non-abbott balloon was used to cross and dilate the lesion. There was no adverse patient effect. There was no report of clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.